Event description:
It was reported the patient experienced ineffective stimulation with their drg system. Investigation was unable to determine which lead was at fault. Surgical intervention was undertaken to explant the entire system.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 804790.